Manufacturer narrative:
The initial MDR 1226181-2016-00109 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any indication of sample mix, reagent delivery or calcium contamination issues. The cause of the discordant, falsely low calcium results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran quality controls, which were within acceptable ranges. The cause of the discordant, falsely low calcium results on four patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely low calcium (ca) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.